Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ultrasonic tip was found bent when the sleeve was installed during surgery. When the tip was gently touched, it broke off. The surgery was completed after replacing the product with another one. No patient harm reported.

Manufacturer narrative:
One opened broken phaco tip in a bag with a sleeve, in a tray was received for the report. Sample was visually inspected and conforming for bent tip and nonconforming for broken tip. Phaco broken at aspiration bypass hole, breakage is very jagged. Wall thickness is even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the report of the phaco needle bent. The returned sample was found to be visually conforming, therefore a bent phaco needle as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation confirms the phaco tips were broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection do not show any manufacturing issues that would cause the broken phaco tips. The phaco tip was found conforming for the bent condition and the exact root cause for the broken phaco tip is unknown; therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).